Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens with diopter -13.0/+2.0/174 into the patient's right eye (od) on (B)(6)2022 . Within the initial surgery the lens was removed and replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.